Event description:
One day after a coronary drug eluting stenting treatment procedure, a possible allergic reaction occurred. In 2005 the patient presented to the ER with acute chest pain and anterior st elevated myocardial infarction. The patient was given nitroglycerin, plavix, integrilin and ace inhibitors with resolution of the EKG changes. Angiography showed high grade obstructive disease of the proximal left anterior descending artery (lad) but no total occlusion. The physician implanted a taxus express2 2.50x16 mm drug eluting stent with excellent angiographic results. Heparin and plavix were given post procedure and to be continued. The evening following the procedure, the patient developed chest pain with st elevation on EKG. Patient was taken to the cath lab where repeat angiography showed a widely patent stent and no evidence of dissection, thrombus or demonstable spasm. The patient was pain free and the EKG had nearly normalized. Patient was returned to ICU and treated for recurrent coronary spasm with IV nitorglycerin, oral imdur, transdermal nitrates and norvasc as well as continuation of heparin and plavix. Asa was not given because of a history of allergy. The next four or five days the patient continued to have episodes of tingling in the hand, proceeding on to chest pain with st elevations. Each of these events were controlled adn resolved with additional sublingual nitroglycerin and increasing IV nitroglycerin dose. The patient's anti-spastic medication was escalated, with norvasc 5 mg bid; addition of verapamil 240 mg, up to every 12 hours; continuation of imdur and nitrates; and heparin was maintained. The physician thought the patient might be having an allergic reaction to the paclitaxel causing spasm and chest pain. Because of recurrent, refractory spasm and reports in the literature from 1994 indicating the benefit of cyproheptadine (periactin - an antihistamine) in this situation, this was added at 4 mg every 8 hours and increased to every 6 hours. The physician had a telephone consultation with the authors and the case was reviewed in detail as to additional alternatives, which none was considered advisable. Over the next week, the patient's course improved. The frequency of attacks became less and intensity shorter and control was improved. IV nitroglycerin was weaned off, the transdermal nitroglycerin was stopped and heparin was continued. The patient was transferred out of ICU and monitored on dou/telemetry for another five days. Lab studies during this time were normal except for a platelet function assay which shouldn't be normal when on plavix. The plavix dose was doubled and the test was still in normal range. Because of concern of plavix resistance, the plavix was dc'd and the patient was started on ticlid. The patient was discharged 11 days later. The physician's office did a follow up phone call to the patient the next day and there were no complaints and no further chest pain.